Event description:
Customer claims that the alarm has no power. Customer tested the unit with new batteries. Customer detects some damage to the battery wires. The battery door will not be returned. The product problem was discovered during use. There was no pt incident or injury reported. Eval shows when tested the alarm does power up. The batter snap hard cover is damaged.

Manufacturer narrative:
(B)(4): eval: results - eval for the returned product shows that when tested the alarm powered on. The tone selector feature does not work. There is an alarm tone when pressure is off the sensor pad. The unit battery door is missing. The 9v battery snap hard cover is damaged. The black battery wire has been soldered together and the copper is exposed. (B)(4).